Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient receive any preoperative radiation or chemotherapy? No. Was one firing or multiple firings of the third device used to complete the distal transection? In (B)(6), csg only could perform one firing as no replacement cartridge. What is the current patient status? Stable in hospital now.

Event description:
It was reported that the patient is diagnosed as rectal carcinoma. During the rectectomy, the surgeon used the device to anastomose the rectum. After the firing, staples were malformed at the distal segment. The surgeon did not succeed in reserving the anal sphincter, had to convert the surgery to build fistula. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.